Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a watch delivery system (wds) with implant. There were numerous kinks throughout the shaft of the wds. The shaft was flattened 4.5cm ¿ 7.5cm from the tip. The implant was received protruding 5mm from the tip. There anchors were bent and damaged, preventing the implant from being fully recaptured. The implant was deployed. The implant was measured and the device size was consistent with the reported information. Microscopic examination revealed that there was damage to the core wire. The tip was damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
This complaint is reportable based on analysis completed on 12jan2016. It was reported recapture difficulties occurred. A left trial appendage (laa) closure procedure was being performed. The physician selected a 30mm watchman ® laa closure device & delivery system and deployed the closure device. The physician noticed that the closure device could not cover the laa, so it was attempted to be recaptured. During the recapture, the closure device got stuck in the delivery system, so it could not be fully recaptured into the delivery system. It was able to be fully contained in the access system upon removal from the patient. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient's condition was stable. However, device analysis revealed the shaft was kinked.